Event description:
It was reported the systems arm intermittently failed to lock in place upon bootup. No patient injury was reported.

Manufacturer narrative:
A ge representative carefully inspected the table tower arm circuitry and found the cable connectors not seated properly. The cable connectors were then reseated correctly. The system was then tested and found to be working as intended and put back into service.